Event description:
After an implantation time of about 5 months, the patient arrived at the follow-up with episodes of vt and shock. The device had worked without problems. An increase in pacing threshold was noted and the patient was suppose to come to the next follow-up in 4 weeks, in order to control the pacing threshold increase. On (B) (6) 2009, the patient was admitted to the emergency room close to death and died. The ICD could not be interrogated. Lumos vr-t, (B) (4) 1028232-2010-00659.

Manufacturer narrative:
The analysis checked the properties of the lead. There were no deviations from the technical specifications that could be related to the clinical complaint. The cuts in the outer insulation and the deformation of the outer conductor helix are probably due to the explantation process. The analysis did not find a manufacturing error or material defect on either the lead or the ICD.